Manufacturer narrative:
The provided data shows discrepant low/high results in the range which is typical for improper pre-analytical sample handling. The sample centrifuge time was 4 minutes and may be shorter than what is recommended by the tube manufacturer. Preanalytics are within the customer's responsibility. There was no indication of a device malfunction.

Manufacturer narrative:
The customer found gel on ise probe. The customer performed a sample probe wash and repeated qc which was within range.

Event description:
The initial reporter received questionable high ise indirect gen.2 results for two patient sample from the cobas 8000 cobas ise module. Sample 1 initial sodium result was 168 mmol/l and the repeat result was 149 mmol/l. The initial chloride result was 138 mmol/l and the repeat result was 118 mmol/l. Sample 2 initial result was 161 mmol/l and the repeat result was 141 mmol/l. The initial chloride result was 117 mmol/l and the repeat result was 100 mmol/l. The initial potassium result was 5.4 mmol/l and the repeat result was 4.7 mmol/l. The questionable results was reported outside of the laboratory and were corrected. The electrode lot numbers and expiration dates were requested but were not provided.